Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error. Alarm occurred while customer was attempting to program a bolus. Customer's blood glucose was 124 mg/dl. Customer's mother didn't recall any significant event which may have cause the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.